Manufacturer narrative:
Controls are run daily and had recovered within range prior to running patient samples. Review of printouts received for three cell control runs revealed erratic low recovery for multiple parameters; however, rbc and platelets (plt) were consistently low or low out of range with rbc derived parameters hct, mcv, and mchc impacted as expected. Rbc, hgb, hct, mcv, mch, mchc, plt and mpv values displayed instrument generated asterisk flags on each run. A field service engineer (fse) went on-site and confirmed the hgb and hct mismatch and found rbcs running low on controls. The wbc bath and the vacuum isolator chamber (vic) were draining slowly; he manually bleached the aperture baths and the vic, performed multiple shut downs and startups, then ran all levels of controls and performed verification. The instrument is currently performing within qc specifications with respect to controls and reproducibility. The root cause is attributed to protein build up in the baths, vic, and waste lines. Computed hct=(rbcxmcv)/10, computed mcv=(hct/rbc)x10, computed mch=(hgbx10)/rbc, computed hchc=(hgbx100)/hct.

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the hematocrit (hct) and hemoglobin (hgb) results on the coulter act diff2 analyzer were not matching for 3 patient samples. Per customer, the hct did not follow the hgb x 3 rule for three patient samples run on this instrument in the closed vial mode. Erroneous patient results and flagging could not be determined as results were not retained by the customer and could not be obtained for review. The operator stopped using the instrument for patient samples and requested on-site visit. The results were not reported outside the laboratory and there was no change to patient treatment.